Event description:
The customer reported a leak when using the coulter lh 750 hematology analyzer in their laboratory. A beckman coulter field service engineer (fse) identified a leak in the waste line on the white blood cell (wbc) bath. The leak was clear fluid of approximately 1-2 ml. The operator was wearing personal protective equipment of a lab coat and gloves. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak from the waste drain line on the wbc (white blood cell) bath. The fse replaced the tubing on the wbc bath and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).